Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
An alarm occurred when the transfer set was trying to be connected to the yume set. The patient connected the transfer set and yume set following advice from the baxter call center, but a bent spike was found when the transfer set was picked up from the cleanflash after connecting to the yume set. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The results of a sample evaluation revealed that the tip of the spike was bent inward. The lot number was not provided; therefore, a batch review cannot be conducted. The root cause was undetermined. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.